Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system presented with an infection one month post implant. The electrophysiologist reported the origin of the infection was hemodialysis due to the patient's kidney disease. The infection was not believed to be related to the device; however, this was not confirmed via blood cultures. The physician elected to explant the device and leads as a preventive measure. The patient will be treated with antibiotics for a subsequent implant. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.